Event description:
The patient reported, I received a recommendation from my orthodontist to stop aligner treatment, because it will not work. A letter of recommendation from the patient's local orthodontist was provided and is in the patient's file. Outlining clinical findings and the necessary treatment to address the dental concerns.

Manufacturer narrative:
Corrections: b1, b2, b5, d1, d2, d2a, d2b, d3, d4, e1, e2, e3, e4, g1, g2, g3, g4, g8, h1, h3, h5, h6, h8, h11. (Manufacturer narrative): note: an incorrect initial 3500a submission was inadvertently submitted, for this MFR report #. All previously submitted information will be corrected, by the data provided in this follow up. Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Customer reported an area with extra material that is digging into tissue and causing an indention. No additional information was reported.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.